Event description:
See initial report.

Manufacturer narrative:
H11: the affected clamp was returned to livanova deutschland for inspection and repair activity. The issue was confirmed and it was detected that the spindle was blocked in the metal housing. In addition, signs of corrosion were found on the motor. The unit was scrapped since the customer did not accept the quotation for the repair. Due to manufacturing year of the unit (2015), it was suggested to the customer to scrap the device. Customer approved to proceed with the scrapping of this device at livanova deutschland. Based on the technical intervention, the root cause of the issue has been traced back to a blocked spindle due to wear. The wearing of electro-mechanical devices, which can be caused by the specific use condition at the customer site, may have contributed to the event, such as movements or liquids penetration.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: livanova initiated an investigation. Through service purchase order it was confirmed the error ¿arterial clamp is defective¿, and was preventing the use of the clamp/un-clamp buttons, indicative of a loss of communication / electrical failure within the erc. The device has been isolated and the perfusionists have been instructed to use that machine last, and swap out the erc if required. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about an arterial clamp defective error there is no report of patient impact.

Event description:
See initial report.

Manufacturer narrative:
H11: according to the complaints database review, no further issues have been submitted for this unit since its installation in 2015, and neither concerning trend has been identified. Based on investigation results of previous similar complaints, the root cause of the reported issue could be traced back to: - mechanical fault (e.g. Blocked clamp spindle); - a defective electronics (e.g. Zka or zkb #90-305-320 board). Based on the available information, the specific faulty component that led to this issue cannot be determined. The wearing of electro-mechanical devices, that can be originated by the specific use condition at customer site, may have contributed to the event, such as movements or liquids penetration.